Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600307 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples found staples were deformed during use. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that t he staples appeared to be misaligned. The returned sample appeared to be used as there was biological material present on the device. The stapler was returned with 27 staples left in the cartridge indicating that at least 8 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement, a staple was fired but it was unable to form properly. This was repeated several more times with the same issue. The misalignment of the staples is preventing the staples from forming properly. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples deformed" was confirmed based upon the sample received. Upon functional inspection, it was found that the staples in the returned stapler were not able to properly form. The staples are misaligned which is preventing them from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 27 staples left in the cartridge indicating that the stapler was fired at least 8 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples found staples were deformed during use. The patient's condition was reported as fine.